Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after reaching the fistula, the distal sign of the catheter for sending the coil was not visible in the image. The marker band dislodged. The catheter tip was shaped as indicated in the instructions for use (IFU) 45 pre shaped. Then a different catheter was taken. The vessel diameter measured 3.01 proximally and 3.00 distally. There was no surgical or medicinal intervention required. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for arteriovenous malformation or arteriovenous fistula treatment. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no portion of the device remained in the patient.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping pouch; within a sealed plastic biohazard pouch; within an opened echelon-10 outer carton and within an opened echelon-10 inner pouch. The guide catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 micro catheter hub. Dried blood was found within the hub. The proximal marker band was found damaged. The distal tip and distal marker band was found broken from the remaining micro catheter and not returned for analysis. Customer reported no portion of the device remained within the patient. The edge of the break was found slightly stretched and jagged. The distal segment was not returned for analysis. The total length was measured to be ~152.3cm and the usable length was measured to be ~144.6cm, which is still within specification (specification: total (ref) = 152, usable = 144cm ± 1.5cm). Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed. The catheter was found stretched and broken. The jagged edge and stretching occurring at the break area indicate that the device surface failed due to tensile overload, indicative of resistance. Customer reported vessel tortuosity as minimal and did not report any resistance. The likely cause of the break and marker band dislodge could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.